Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. It should be noted that the mitraclip instructions for use (IFU), states ¿loosen the lock lever and the gripper lever caps to de-air. Do not turn lever caps more than 1/2 turn in the ¿open¿ direction. After de-airing, tighten the lever caps.¿ the reported improper or incorrect procedure/method (failure to follow instructions) was due to the user error of turning the caps more than half a turn. It is possible that the leak was influenced by the user technique of re-tightening the caps and/or the reported improper or incorrect procedure/method (failure to follow instructions); however, this cannot be conclusively confirmed. A definite cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that during preparation of the clip delivery system (cds), the gripper cap would not sea and was leaking. It was reported that during preparation of the clip delivery system (cds), the gripper line cap was leaking. Reportedly, the cap was turned more than half at turn in the open direction to de-air the device. It was decided not to use the device and exchange it for a new cds. There was patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.